Manufacturer narrative:
It was reported that intraoperatively it was noticed that the whole prosthesis was loose, so it was decided for the whole knee system to be revised.

Event description:
It was reported that legion hk insert revision took place due to infection.